Event description:
It was reported that the device was used during a low anterior resection. It was reported that the instrument was fired but did not cut. Another device was used to complete the case. There were no consequences to the patient.